Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt heard a beeping sound every hour for approx 2 weeks. It was confirmed that it was the non-critical alarm that was noted. The next refill was scheduled for (B) (6) 2009. It was subsequently confirmed that a motor stall was noted in the event logs with no motor stall recovery recorded. The pump was updated; no motor stall recovery was noted. The motor had stalled on (B) (6) 2009 and a tube set alarm occurred on (B) (6) 2009. No pt symptoms were reported. The pump contained duramorph (morphine) 3 mg/ml. Add'l info has been requested from the hcp, but was not available as of the date of this report.